Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric preloaded intraocular lens (iol) was implanted in the patient's eye, but there was a crack in the optic. Crack was located at the center. As there was no backup lens, same lens was inserted into patient's eye. No further information was provided.